Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. Electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead had higher than normal impedances and high and unstable thresholds at multiple sites. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.